Manufacturer narrative:
An event of the dislodged leaflet upon rotation of the valve was reported. The investigation found that one leaflet was dislodged from the orifice and that the orifice top rim had a small chip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. However it is consistent with an external force being applied to the valve or an attempt to rotate the valve.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 13 july 2023, a 27mm sjm masters series valve expanded cuff was chosen for implant. The native valve was resected, and the prosthetic valve was sewn into the annulus. When the valve was checked for correct fit and function, it was noted that there were remnants of the patient's native mitral valve that were interfering with the leaflets of the prosthetic valve. An attempt was made to improve the fit of the valve by rotating the valve in order to resect the bulging material. However, during rotation of the valve, there was resistance, and one of the leaflets became dislodged as one piece. The intact leaflet was recovered from the patient. The valve was explanted and successfully replaced with a non-abbott valve. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.